Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 105.1 ng/l and was reported outside of the laboratory. Another sample was drawn two hours later and the result was 5 ng/l. Therefore, the customer repeated the original sample and the result was 6.67 ng/l. There was no allegation of an adverse event. The reagent lot number was 295258. The expiration date was requested but was not provided. Other assays tested for the patient repeated acceptably and quality control results were fine. The field service representative checked the analyzer, but he could not find a cause. Analyzer performance testing was acceptable. The investigation was unable to find a definitive root cause.